Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements greater than 3000 ohms. Technical services (ts) suspected this lead to be fractured; however, this has not been confirmed. This lead remains in service. No adverse patient effects were reported.